Event description:
It was reported that there were inappropriate therapy due to supraventricular tachycardia (svt). The physician decided not to take any further action. Patient's condition is good.

Manufacturer narrative:
(B)(4).